Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2018. Approximately 3 years and 8 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed total right knee replacement. Findings: osteolysis distal femur and proximal tibia. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prosthesis loosening. The polyethylene was removed. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.